Manufacturer narrative:
Device evaluation: two used suspect devices were returned for evaluation. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. The customer did not provide any info as to if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Evaluation: method: device history record was reviewed.

Event description:
The rotator broke during an angiography procedure while pressure injecting contrast through the tubing. There was spray. The customer reported that this occurred six times, but have kept only one defective device for evaluation. No harm or injury was reported. This is one of six reports for this complaint. 1721504-2011-00118, 1721504-2011-00119, 1721504-2011-00120, 1721504-2011-00121, 1721504-2011-00122.